Event description:
Can't take it out of my vagina- tampon [foreign body in reproductive tract] itches- female genitals [pruritus genital] burning- female genital [genital burning sensation] hurts- female genital [genital pain] ilo broke- tampon [device breakage] case narrative: consumer reported via social media that the tampon broke. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.